Manufacturer narrative:
Device evaluation: the screwdriver was returned for analysis. Visual examination confirmed approximately 3mm of the tip broken off. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow; consistent with torsional overload.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the 5 mm of tip broke off from the screwdriver shaft. Although the instrument was used intraoperatively, no patient compl ications were reported.